Event description:
Patient seeking legal action.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for lot codes 3150091 and 3187351 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, metal wear, metallosis and elevated metal ions before first revision. Updated patient and product experience code. Added stem and cup to address loosening and elevated metal ions. Added patient's age, expiration date of the head and liner, revision hospital and law firm in the facility name.